Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4310mlc was removed on (B)(6) 2020 due to failure to osseointegrate 7 months and 14 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient has required another surgical intervention to recover.